Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted a taxus express2 2.5x12mm drug eluting stent to the circumflex (cx) artery. This procedure was performed at a different facility. No pt injuries or complications were reported. Three days post stent implantation the pt presented to this facility and angiography confirmed a thrombosis in the previously placed taxus stent. A pronto aspiration catheter was used along with ivus. A taxus express2 2.5x12mm was placed, but the physician felt it was underdeployed so performed post dilatation with a quantum maverick 3.0x12mm balloon. A taxus express2 3.0x16mm drug eluting stent was then deployed proximal to the 3.0x12mm stent. No additional pt injuries or complications were reported. Pt status post procedure is noted as fine. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.